Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was experiencing high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer treated high blood glucose with an injection. The customer had been using the insulin pump system within 48 hours of the event. No issues were identified during troubleshooting. The insulin pump will not return for analysis.